Event description:
It is reported that the pt was revised. The tibial component had subsided significantly on the medial side and was loose. Tibial bone, especially medially was very soft, almost mooshy. There was no cement present on tibia once the implant was removed.

Manufacturer narrative:
Eval summary: the included x-rays in the complaint appear to show moderate subsidence of the tibial plate on the medial side. No components or surgical notes were submitted for further eval. Tibial subsidence may be attributed, but not limited, to poor coverage of cortical bone by the tibial tray, inadequate quality of bone stock, improper cement technique, or impact from a fall. Without add'l info, or components for eval, a definitive cause of failure cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info will be reopened. Zimmer, inc. Considers the investigation closed.